Event description:
It was reported that that patient found the insertable cardiac monitor (icm) uncomfortable and requested its removal. Cryptogenic stroke was noted post implantation in 2023. The device was removed and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The device was returned for analysis following adverse event with no reported malfunction. Device interrogation performed indicated device was at elective replacement indicator (eri). Longevity assessment and visual screen results were acceptable. No device problem was found.